Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 16 (delivery request fail) occurred during the load process. Blood glucose was over 300 mg/dl. Reportedly, the customer reverted to an alternate pump and insulin delivery was resumed.